Event description:
Patient reported infusion set cannula was bent within 3 hours of insertion which leads to high bg and replaced infusion set and resumed insulin deliveries successfully on (B)(6) 2026.

Manufacturer narrative:
Initial 2 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.